Event description:
It was reported to boston scientific corporation that an hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device would not bow to the physician's satisfaction. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; melted/split extrusion.

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) (unable to bow). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: a visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 3 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, so the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record was reviewed and found to meet all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03277 addresses the other device.